Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient was undergoing a port placement procedure using MRI power port isp. During a port placement procedure, the wire allegedly got snagged. There was no reported patient injury.

Event description:
A patient was undergoing a port placement procedure using MRI power port isp. During a port placement procedure, the wire allegedly got snagged. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j-tip guidewire loaded in an 5fr dilator, and one straight tip guidewire were returned for evaluation. Visual and functional evaluations were performed on the returned device. The distal portion was noted to be slightly bent. Dry residue was noted throughout the distal portion of the guidewire. No uncoiling was noted throughout the guidewire. The center portion of the dilator was noted to be slightly bent. Therefore, the investigation is unconfirmed for the reported fracture issues as no fracture or breaks were noted on the guidewire as per the sample evaluation results. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, g3, h3, h4, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.